Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that it took a long time to get a numerical value to appear for spo2. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that it took a long time to get a numerical value to appear for spo2. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The clinical application specialist (cas) spoke with the customer who was experiencing a longer period for numeric values to be showed on the x3 compared to the x2 they have. After reviewing the customers device, it was discovered that the device was operating as intended according to the configured settings. No malfunction of the device occurred.